Event description:
It was reported that a malfunction code was displayed on the customer's device. There was no reported impact to the customer¿s blood glucose level. Technical support provided the necessary instructions to reset the pump, after which the issue did not recur, allowing the customer to continue using the device. The customer was advised to call back if the malfunction code reappeared and confirmed their understanding of the instructions.